Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system 5max reperfusion catheter and a penumbra system 5max separator. During the procedure, the physician successfully used the 5max catheter and 5max separator to recanalize the origin of the fetal posterior cerebral artery (pca). A velocity delivery catheter was used to deliver a solitaire device that was used in the middle cerebral artery which resulted in recanalization of the ica, the right anterior communicating artery (aca), and the right middle cerebral artery (mca) distal branches. The physician then noticed a distal embolus in the right pca with retrograde leptomeningeal collaterals. The event was considered severe and had an uncertain relationship to the 5max catheter and 5max separator, an uncertain relationship to the angiographic procedure, and a probable relationship to the index stroke.

Manufacturer narrative:
Distal embolization is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This MDR is associated with MDR 3005168196-2015-00477. The hospital discarded the device.